Event description:
A copy of the medwatch report from FDA was received, which states, "infusion in pump and mar [medication administration record] documentation: 18 units/kg/hr per dvt/pe [deep vein thrombosis/pulmonary embolism] protocol (pump represents this as the dose), pump represents 13.9 ml/hr as the rate. Right steps would be: hold infusion then take 18 units/kg/hr and subtract by 4 units/kg/hr getting 14 units/kg/hr and then inputting it into the new dose section of the pump. What happened instead: rn did hold the infusion; however, it seemed like the rn looked at the rate of 13.9 ml/hr, then subtracted 4 from that and got 9.9. After, the rn went to the dose field and then inputted the 9.9 there? 9.9 units/kg/hr .(instead of putting in 14 unit/kg/hr). Our reference text that nursing used to make changes to the heparin infusion following a resulting a ptt [activated partial thromboplastin time] value used the term rate for units per kg/hr units of measure instead of dose. We think this mismatch of terms contributed to the error, and we are learning this could be an issue nationally within many different hospital systems. We would like to see an alert from bd that highlights the issue, or a change to the pump system that accounts for the different terminology hospital systems may use. Please take a closer look at the interface to optimize usability and safety." There was an implied request to "see an alert from bd that highlights the issue, or a change to the pump system that accounts for the different terminology hospital systems may use." The customer later added the following information: the customer did not find any issues with the bd alaris pump as far as programming or functionality of their heparin infusions, meaning there was no pump malfunction. They believe that the major contributing factor was the terminology used on their heparin orders/reference text did not match the terminology used in the pump regarding rate and dose. They wanted to report the incident as an "educational" opportunity. Their site updated their heparin forms so the terminology on the heparin forms matches the terminology in the bd alaris pumps. The event occurred 9may2025 and the infusion was running at 9.9units/kg/hr when it should have been running at 14units/kg/hr. There was patient involvement but no harm. The patient was given additional lab monitoring and when the physician was notified an order for a one time follow up a ptt lab was received to help monitor the patient's condition.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had programming error. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.